Event description:
The valve was explanted due to "pv" leak. Per echocardiogram report, dated 1999: a gap was noted between the prosthesis and the annulus. No thrombi were visualized. Pt expired on 06/28/99, the cause is unknown. No autopsy was performed. No additional info was available.